Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012 the decedent experienced a cardiovascular event and on (B)(6) 2012 the decedent experienced a cardiovascular event and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-01995, 1225714-2014-01996, 1225714-2014-01997 and 1225714-2014-01998.